Event description:
It was reported that when an asymptomatic patient presented in clinic, myopotential oversensing was observed on the real-time egm. Noise was reproduced with deep inspirations. Programming changes were made and the issue was resolved. It was later reported that the device was explanted for upgrade. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.